Event description:
Pt having iol exchange, anterior vitrectomy performed. During procedure, while using microscissor, the tip of the scissors broke off in pt's eye. Physician unable to retrieve broken tip. Pt will be sent to retinal specialist for further treatment. Date of use: (B)(6) 2011. Diagnosis or reason for use: surgery.